Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent came off from its' delivery system. The stent delivery system (sds) was delivered to the target lesion. While attempting to deploy the stent, it was noticed under angiogram that the stent had visually disappeared. The device was removed from the pt and the stent was found in the packaging. The procedure was completed successfully with the placement of three stents. No additional event or pt info is available.

Manufacturer narrative:
Results - product performance group was unable to determine a root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood or contrast visible. The hypotube was separated 55.9 cm distal to the strain relief tubing. The fracture face was ovaled as if kinked prior to separation. The distal separated portion including the hypotube, inner and outer member, and balloon, was not returned. The stent implant was returned dislodged in the orange protective sheath and on the stylet. There was no damage noted to the stent implant. There was no other damage noted to the sds. A laser micrometer was used to measure the stent implant outer diameters and they did not meet manufacturing criteria, as these were oversized. A pin gauge was used to measure the inner diameter of the orange protective sheath. This met manufacturing criteria. Product performance engineering reviewed the incident info and analysis of the returned rx pixel sds potential causes for this type of event as observed in past incidents may include improper or inadequate crimping at the time of MFR positive pressure during prep, or forced sheath removal. Unfortunately, non of the info gathered suggests any of these causes is the most likely cause, thus a definitive root cause fo the stent dislodgement in this case cannot be determined. It should be noted that the pixel instructions for use (IFU) states, "prior to using the multi-link rx pixel coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted." Analysis of the pixel sds confirmed that the stent was dislodged and fund inside the protective sheath. Also the hypotube was separated and the distal separated portion including the hypotube, inner and outer member, and balloon, was not returned. This damaged was confirmed by the account to have occurred while packaging the device for return to abbott vascular. The inner diameter of the protective sheath met manufacturing criteria, but the stent implant outer diameter dimension was outside of the accepted manufacturing specification. However, because stent outer diameter is verified 100% at the time of MFR and units in this lot were all well within the required specification, this most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon. Unfortunately, without the distal portion of the device, a conclusive root cause cannot be determined. Product performance engineering will trend and monitor the experience circumstances. All stent delivery system are 100% visually inspected online for stent placement and security. This MDR is considered closed by the product performance engineering group.